Event description:
Rn reported 2 incidents or the minicap falling off of a home patient's (hp) transfer set. The hp received a transfer set change with each incident. No patient injury or medical intervention reported.